Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wireless modules were alarming due to intermittent connection with the pump. Additionally, the battery was not charging. The user removed the battery and charged it overnight, but it still did not function. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The pump functioned as designed. The service history review had no indication that the complaint was related to a service of the device within the review period.